Event description:
The customer reported that the system locked up during the boot up process. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor computer was replaced and the dicom was reconfigured. The system was tested and found to be working as intended and put back into service.